Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Manually connected to sensor transmitter and blood glucose meter with manual connect feature and the unit communicated properly. Used the automatic connect feature of the sensor transmitter and blood glucose meter and the unit communicated properly. A manual bolus was programmed with the correct test blood glucose value sent from glucose meter and received by unit under test; unit communicated properly with blood glucose meter. Monitored and calibrated with the unit communicating properly with sensor tester and the sensor transmitter. No communication anomalies noted during testing. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose level. The customer's blood glucose level was above 400 mg/dl. The insulin pump will be returned for the analysis.